Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 434mg/dl. The mother stated that the customer had a stomach virus, throwing up, and ketones. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. The mother mentioned that the cannula was removed and it was a little bit bent. Advised the mother to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.